Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 38 mm promus premier was deployed at nominal pressure and a distal edge dissection was noted. The dissection was sealed with another promus premier stent and the procedure was completed. No further patient complications reported.